Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Pump passed the dat test at 0.08750 inches. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. No cracks on the screen noted during visual inspection.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 688 mg/dl. Customer had symptom of high blood glucose; customer had excessive thirst, nausea and vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized in the intensive care unit. Customer was wearing insulin pump at the time of hospitalization. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer also declined high pressure test due to not having a tubing clamp. Customer reported that display screen and reservoir compartment were cracked.